Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the distal conductor was fractured and a dimension could not be given due to the lead being stretched. The proximal conductor was fractured at 31.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured which resulted in the patient receiving several inappropriate shocks. The rv lead also exhibited high impedance, oversensing and noise. Several pauses were observed while the patient was in transit with emergency medical services and in the emergency department. The rv lead was programmed off. The next day, an rv lead replacement was attempted, but venous access was unsuccessful because the vein was occluded. The rv lead will be capped and replaced at a later date. No further patient complications have been reported as a result of this event.